Event description:
"Alert: rv (right ventricular) tip to rv coil lead impedance warning on (B)(6) 2023, decreasing rv pace/sense impedance." Serial number: unknown/not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).